Event description:
The recipient is reportedly experienced a skin flap infection, device extrusion and a fistula into the mastoid. On (B)(6) 2017, the recipient was hospitalized and treated with IV vancomycin and ceftazidime. The recipient was recommended non-use of the device for 6 months or longer based on healing and resolution of infection. On (B)(6) 2017, the recipient underwent a cleaning of the mastoid and the recipient's device was explanted.

Manufacturer narrative:
(B)(4). The recipient's incision site reportedly looks great and is healing nicely. The external visual inspection revealed that the array was severed prior to receipt as well as a slice and exposed wires at the straight array region. All of these anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.